Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4 was jammed because the middle bar at the bottom of the drawer was missing its black plastic piece, preventing it from opening and closing properly. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer inspected the device and replaced the faulty smart half-height drawer 2-2 due to damaged rails and a sheared latch. Pockets were transferred, firmware was updated, and the drawer was tested successfully. The system functioned as intended after the field service engineer repaired the device.